Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level of 543 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to manual injections for insulin therapy.